Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received critical pump error. The customer blood glucose level was 6 mmol/l. It was also reported that they received multiple insulin pump error alarms multiple times. The customer was able to rewind the insulin pump and able to clear the alarms. The customer reported that the insulin pump failed the self test and alarm occurred immediately after a battery change. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error, pump error 23, and pump error 24 alarms noted. No damage on electronic assemblies noted, however unit alarmed pump error 63 alarm during self test and confirmed in the insulin pump history due to broken pin 6 trace and pin 1 trace on keypad assembly.